Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer removed back panel and found ball bearings dislodged from rails, replaced both rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4 was unable to close properly. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.